Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2018-sept-17 reporting that the patient's last reported weight was from (B)(6) 2018. The pain had not been resolved at the time of the report. The cause was undetermined but the manufacturer representative was going to check if the pain was related to the overdischarge. The patient was going to follow steps to recharge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported the patient¿s stimulator was a ¿goner.¿ the patient stated she stopped using stimulator recently because she was having a pain like when her lead broke. The patient mentioned that she found out from a manufacturer representative that if a patient does not charge for 60 days multiple times, the stimulator either dies or must be reset, but they did not find that out until after it was too late, and they were afraid to say anything. The patient stated she was afraid to have surgery without adequate pain relief, and the patient has not said anything until now because she was afraid it would come to that. The patient confirmed she has tried to charge the ins, but was unable to connect the recharger to the ins, and the recharger was showing symbols that she did not understand, and it would not charge. The patient was redirected to their healthcare provider. No further complications were reported/anticipated.